Event description:
Information previously reported showed that the patient recharged every 2 weeks. The last two times she fully charged the device, the device turned off. The night before the initial report after she fully charged, the device turned off, and she had not been able to turn it back on. The patient was not seeing an error code on the programmer and it seemed to be connecting normally. When the patient connected to the device at the time of the report, the device was on, but the patient was not feeling the stimulation. Less than seven months later it was reported that the ins was turning off at full charge and the rate changed after recharging. It was stated that the patient used the patient programmer, turned her implantable neurostimulator (ins) on, and didn't use the sync button. The patient charged her device every few weeks. Interrogating the ins with clinician programmer showed the device was used 87% of the time. It was stated that the patient didn't turn it off except when the recharging turned it off. Five days later it was stated that the impedances were fine. Two contacts were "out" which was "unchanged from several months ago." Those contacts were not being used in programming. It was stated that the patient had cervical ins and "positional changes," which was suspected to be the cause.

Event description:
It was reported the patient had no stimulation sensation while stimulation was turned on. It was noted the patient did not feel any stimulation after increasing it to about 6v and she usually was around 3v. The patient's stimulation had stopped working the night prior to this report and she could not feel anything. It was noted the only incident the patient reported was her "dog attacking her last friday and she jerked." The patient was experiencing pain down her right arm. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that patient received assistance and her concerns were resolved. She had appointment on (B)(6) 2012. It was noted the leads broke loose and extra lead was used.

Manufacturer narrative:
Concomitant medical products: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 283350001, implanted: (B)(6) 2011. Product type: accessory: product ID 3550-39, lot# n289518, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the patient had one successful charge session. They were currently charging without any issues and were continued to be monitored for any charging issues. If additional information is received, a follow up report will be sent.